Manufacturer narrative:
No conclusion code available. The reported event of a charge time out during capacitor maintenance was confirmed via bench testing. The hv capacitors were returned to the vendor for destructive analysis and an internal anomaly was detected. The root cause of the extended charge time was an internal anomaly in the high voltage capacitor.

Manufacturer narrative:
(B)(4).

Event description:
The patient was seen for follow-up because the vibratory alert was triggered unexpectedly. It was determined that the capacitor charge time limit had been reached. Capacitor maintenance was not possible. The device was replaced. The patient is well.